Event description:
It was reported that the patient's artificial urinary sphincter (aus) implant device never worked as they were not dry, and they had a fluid leak from the pressure regulating balloon (prb). The surgeon did a bench test and found a hole on the prb after explanation. The physician replaced the prb through replacement surgery, and there were no patient signs or symptoms reported at this time.

Manufacturer narrative:
Corrected: h6: patient codes. B3: date is unknown, so estimated date was entered. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pressure regulating balloon (prb) was visually and microscopically inspected, and leak tested. The visual inspection of the prb revealed that the prb had a tear from tool/sharp instrument damage. The leak test revealed a pinhole leak corresponding to tool/sharp instrument damage. Based on the nature of the observed damage, the primary cause of the reported observation could not be determined. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. Based on the information available a clear probable cause for the event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced continued incontinence following activation of the device by their physician. A surgical procedure was performed during which the existing prb was explanted and replaced with a new balloon. Upon examination after removal, the physician noted an apparent fluid leak at the site of a hole. No further patient complications were reported.